Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced right ventricular (rv) oversensing during an atrial fibrillation (af) episode and the device was showing invalid histograms. It was noted that the device was at end of service (eos). It was further reported that the icm had not received the software update for elective replacement indicator (eri) trigger and was displaying early eri. This was resolved once the device software was updated. The icm remains in use. No patient complications have been reported as a result of this event.